Manufacturer narrative:
The hillrom technician found the external alarm needed to be replaced per the progressa user manual: the brake not set is an audible and visual alarm. The alarm will sound, and a message will show on the gci, when the bed is connected to an ac power source and the brake is not set. When the bed is connected to ac power and the brakes are not set, an alarm sounds and a message shows on the gci. When ac power is removed, the alarm will stop and the gci will turn off. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the external alarm to resolve the reported event. Based on this information, no further action is required.

Event description:
Hillrom received a report from a hillrom technician stating the bed had no audible brake not set alarm. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).